Event description:
The problem occurred with the pt's implanted permanent pacemaker while using standard gdc coils. During a successful coiling procedure of a ruptured anterior communication artery aneurysm, the physician noticed that during the detachment process just before coil separation, the pt's permanent pacemaker was not functioning normally. In addition to the normal ECG interference that coincides with the coil detachment, the trace from the arterial line showed periods of bradycadia and hypertensin that corresponded exactly with the coil detachment. A total of five coils were deployed within the aneurysm to successfully occlude it. The pt has made a complete recovery and no permanent effects have been demonstrated and their pacemaker appears to be functioning normally.